Manufacturer narrative:
This report is submitted june 27, 2017.

Event description:
It was reported that the device was explanted (date not reported). Additional information has been requested; however, not made available as of the date of this report.

Manufacturer narrative:
It was reported that the patient experienced wound and skin dehiscence and presented with an underlying infection. Subsequently the patient was hospitalized on (B)(6) 2015 for a duration of 17 days and was administered antibiotics for a duration of 26 days, however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2015.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.